Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving adequate coverage. X-rays revealed the position of the lead was too far to the left. It is unknown if the lead had migrated or if it was in it's original location. As a result, the patient's lead was revised on (B)(6) 2013. Post-op, the patient experienced weakness in his legs. A CT scan came back negative for a hematoma. The patient remains in the hospital at this time and will undergo rehabilitation.